Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient had a skin revision surgery due to skin overgrowth. Reportedly, the abutment was removed under local injection. Soft tissue debridement around abutment with 5mm biopsy punch. New 12mm abutment was placed. Healing cap and allevyn dressing applied.